Event description:
A high reading issue was reported with the adc device. A customer obtained a sensor scan of 117 mg/dl compared to capillary result of 72 mg/dl via built-in meter. The customer experienced a loss of consciousness and was treated with four servings of sugar provided by school nurse. There was no report of death or permanent injury associated with this event. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer obtained a sensor scan of 117 mg/dl compared to capillary result of 72 mg/dl via built-in meter. The customer experienced a loss of consciousness and was treated with four servings of sugar provided by school nurse. There was no report of death or permanent injury associated with this event. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.